Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. There was no resistance during insertion. After valve deployment and removal of the sheath, it was noted part of the plastic at the tip was torn. There was no patient injury. The clear tip was torn and was peeling off. Per medical opinion, the sheath might have been caught on the perclose device.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Curvature noted on sheath shaft. Liner expanded as designed. Distal tip torn radially and axially with a piece of tip separated. All score lines are present, hdpe stretching present along distal tip tear; soft tip stretching/damage and scratches present on distal shaft. Imagery was provided from the site and revealed the following: patient's right access vessel had presence of tortuosity and calcification including within the femoral bifurcation region. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints were confirmed per evaluation of the returned device. Available information suggests procedural factors (high withdrawal forces) likely contributed to the event. In this case, it was reported that the tip got caught on the vasculature closure system. Torn tip may catch on access vasculature (and/or non-edwards device associated with access) during sheath removal, leading to sheath retrieval difficulty and/or the possibility of distal-tip separation via high withdrawal forces. Available information also suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as confirmed via 3mensio report. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.